Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0, model #:1420/ catalog #:1420/ expiration date:31-jan-2023/ serial or lot#: con417583 UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 05-jan-2022, labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited low critical battery alarms. It was further reported that the controller exhibited a controller fault and an unexpected loss of power. The patient was "brought new batteries but the patient reports that (their) ventricular assist device (vad) was stopped for approximately two minutes." The vad restarted when the new batteries were connected. The next day, the patient presented to the emergency room with "coke colored urine" and the vad exhibited high watt alarms and higher flows. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced an increase in lactate dehydrogenase (ldh). A ventricular assist device (vad) thrombus was suspected. It was noted that the patient was advised multiple times that old batteries should not be used as the pump could possibly stop and restart. The patient was indicated to be non-compliant and not a candidate for an exchange. Care was withdrawn eventually as the patient's status continued to decline, and the patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient died following a suspected thrombus. Controller 2.0 (B)(6) h6: patient ime code(s): e0514 h6: imf code(s): f02 battery (B)(6) h6: patient ime code(s): e0514 h6: imf code(s): f02 battery (B)(6) h6: patient ime code(s): e0514 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6), were not returned for evaluation. Review of the controller log files revealed a steady increase in power consumption and estimated flows starting on 15-nov-2022 leading to parameters above the normal operating range. Sixty (60) high watt alarms were logged on 29-nov-2022. Information provided by the site indicated that, in addition to the high-power event, the patient presented to the emergency room with "coke colored urine" and an increase in lactate dehydrogenase (ldh). A vad thrombus was suspected. The patient was indicated to be non-compliant and not a candidate for an exchange. Care was withdrawn eventually as the patient's status continued to decline, and the patient subsequently died. Based on the available information, the device may have caused or contributed to the reported event. Log file analysis revealed a controller power up event on 26-nov-2022 at 12:15:37. The data point prior to the loss of power revealed that (B)(6), was connected to power port one (1) with 26% relative state of charge (rsoc) and (B)(6), was connected to power port two (2) with 22% rsoc. The data point recorded after the loss of power revealed that (B)(6), was connected to power port one (1) and (B)(6), was connected to power port two (2). The controller was without power for ten (10) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed twenty-eight (28) critical battery alarms involving (B)(6) and (B)(6), logged since 14-nov-2022, due to the patient allowing the batteries to deplete below 10% rsoc. Additionally, review of the alarm log file revealed a controller fault alarm logged on 27-nov-2022 at 00:48:58. The controller fault alarm was due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. As a result, the reported event was confirmed. Based on the historical review of similar high-power events, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. The critical battery alarms are a result of the patient allowing the batteries to deplete below 10% rsoc. The controller fault alarm was due to batteries depleting to a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6) ¿ controller 2.0 h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c23, c19 h6: FDA conclusion code(s): d11, d15 (B)(6) ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) ¿ battery h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.